Event description:
It was reported to philips that the system's wireless footswitch was intermittently unable to connect wirelessly. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, philips has completed a good faith effort to get further information regarding patient and procedure outcome. However, the customer has not provided the requested information. The field service engineer (fse) inspected the system and found that the foot switch charger was defective. Upon troubleshooting, while trying to charge the battery, it failed and was unable to be recharged. To resolve the problem, fse replaced both the wireless foot switch and the charger. After replacing the wireless foot switch and the charger, the system was confirmed to meet specifications and returned to use. The codes were updated based on the investigation outcome.